Event description:
Inbound. Patient reports she got a no disposable alarm with cassette. Alarm persist after troubleshooting and switching pumps, patient replace with new cassette. Alarm resolved, no further assist. No further details provided.